Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient sample (specimen ?) Generated higher than expected results of 120 and 140 ng/ml for the architect cyclosporine assay. The patient sample had previously (2 days earlier) generated an expected result of 71 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. Review of ticket trending and lot search data did not identify atypical complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 16054m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Based on the evaluation results, no malfunction of the lot in question was identified.